Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no act and down button response due to corroded keypad traces. No sticky button or button error alarm noted during testing. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 125 mg/dl. Customer stated that the buttons are sticking and not responding. Customer's father advised that it was the up, down, act, and bolus buttons that were not responding. Insulin pump will need to be replaced. No additional information provided.